Event description:
It was reported that a pt's vns was turned off as the device was unable to be interrogated and "the battery is completely dead". The pt's family indicated that they would wait a period to assess whether the pt should be reimplanted as they did not believe the pt experienced efficacy with vns. However, it was later reported that the vns pt had increase in seizures and mood changes. The info received to date indicates that the generator is at end of service and as a result, communication is not able to be established with the device. Attempts to obtain add'l info from the treating physician have been made, but have been unsuccessful to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.